Event description:
Ous MDR - there was noise seen on the ventricular channel and on the ff channel along with oversensing and inappropritae vf detection. This is all the available information that was provided to us. There was no mention of an explant or any intervention and no explant date. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the device data returned for analysis. The manufacturing process for this ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned data were inspected, confirming the presence of noise in the ventricular and far-field channels. The review of the quality documents confirmed a regular ICD and lead manufacturing. The analysis of the lead did not reveal any sign of a material or manufacturing problem.